Event description:
It was reported that the unit displays an error code during startup and that it always drops out, shuts down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ipc 1000 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.